Event description:
According to the reporter: during a laparoscopic procedure, when the suction irrigator was being removed through the trocar; it became stuck and tangled with the seal of the device. To correct the issue, the trocar and irrigator were removed and a new product was used. No known patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. A suction/irrigation tube was stuck in the port. The envelope seal had been flipped and dragged into the opening of the port. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition can be caused by inserting a device that is too large or has a surface that generates too much friction between it and the envelope seal. The envelope seal can then cause the device to get stuck. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.